Manufacturer narrative:
The cause of the bleed was not determined since product was not returned and insufficient clinical details provided. The root cause of the arrythmia and thrombosis was unable to be determined due to insufficient clinical details. The cause of the edema cannot be determined as insufficient clinical details were provided. The pump passed all the post sterile inspection checks.

Event description:
It was reported that a patient had an impella 5.5 placed for care escalation and bridge to heart transplant. During support the patient developed a new arrythmia, an arm clot, edema, and bleeding that required a transfusion of red blood cells. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.